Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization assembly and the product lidstock for analysis. Signs of use in the form of excess biological material were observed on and within the device. Visual analysis revealed the guide wire was unraveled towards the distal end. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip was tapered at the point of separation. The distal weld was full and spherical. It was noted the catheter was partially advanced off the needle cannula and the body was damaged with two holes towards the center of the body. Excess biological material was observed between the catheter and the needle cannula. No signs of adhesive nor other defects or manufacturing anomalies were observed on the device. Additional information from the customer confirmed the guide wire and the catheter were retracted against the needle bevel causing the guide wire unraveling and the catheter damage. The outer diameter of the needle cannula measured 0.386 mm, which is within the specification limits of 0.381-0.404 mm per guide wire product drawing. The inner diameter of the catheter measured 0.027", which is within the specification limits of 0.027"-0.029" per catheter extrusion product drawing. Functional testing could not be performed due to the nature of the damage on the guide wire and catheter. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." Additional information from the customer confirmed the guide wire and catheter were retracted against the needle bevel resulting in damage to both components. Therefore, the customer failed to follow the IFU. The report of guide wire and needle resistance with an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed the guide wire was unraveled towards the distal end and excess biological material was observed on and within the device. It was noted there were two holes in the catheter body. The condition of the sample received suggests 1) the guide wire met resistance within the catheter due to excess biological material, 2) unintentional undue force was used during removal resulting in the guide wire to unravel, and 3) the catheter was retracted against the needle bevel resulting in the damage observed. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire damage. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Additional information from the customer confirmed the guide wire and the catheter were retracted against the needle bevel causing the guide wire unraveling and the catheter damage. Based on these circumstances, unintentional use error caused or contributed to the reported event. A customer in-service has been initiated to instruct the customer on proper use of the device components. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "placing radial arterial line for bp measurement due to hypotension and need for epinephrine infusion. Wire from arrow kit threaded easily but then became stuck and unable to thread catheter or move wire in and out of catheter. Wire and catheter removed in entirety, and wire noted to be frayed and the catheter noted to be punctured.". A new catheter was used to complete the procedure. The patient had no harm or injury.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "placing radial arterial line for bp measurement due to hypotension and need for epinephrine infusion. Wire from arrow kit threaded easily but then became stuck and unable to thread catheter or move wire in and out of catheter. Wire and catheter removed in entirety, and wire noted to be frayed and the catheter noted to be punctured.". A new catheter was used to complete the procedure. The patient had no harm or injury.